Event description:
Pt is stating that the bearing are already going on the casters. Pt did inform me that the dme company that put the end user in the chair is not out of the dme business, but the end user is (B)(6) and the chairs capacity is 250lbs, this will be a ongoing issue since the end user is at the max limit. No other information provided.